Manufacturer narrative:
H10: one actual sample was returned for evaluation which was missing the patient line cap. Visual inspection with the naked eye did not show any evidence of damage on the patient line luer. The reported condition was verified. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: the event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set was missing. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.